Event description:
According to the facility on (B)(6) 2023 "the patient was bladder scanned for incomplete emptying".

Manufacturer narrative:
According to the facility on (B)(6) 2023 "the patient was bladder scanned for incomplete emptying". Per the facility the device measured 400ml and when the patient had a straight catheter inserted the output measured 75ml. Per the facility "the patient was catheterized when it wasn't needed". No additional information is available at this time. The device was not returned, but a service report was provided which noted physical/external damage to the unit, however, a definitive root cause could not be determined at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.